Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of mycobacterium avium-intracellulare complex strain as mycobacteria genavense species associated with vitek® ms instrument (ref. 410895, serial number (B)(6)). According to data provided, the misidentification result as mycobacterium genavense was obtained from the spectra having the lower number of peaks (32), which was near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. Moreover, the misidentification was obtained with a low identification score (-0.36) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). This could be explained by a non-optimal sample preparation. The customer¿s strain was received by biomérieux for testing. The r&d laboratory didn¿t reproduced internally the vitek® ms customer results of mycobacterium genavense. The strain was identified as mycobacterium intracellulare and non identified. Based on rpob sequencing, the strain was identified as mycobacterium intracellulare ssp chimaera (mycobacterium chimaera). Mycobacterium chimaera belongs to mycobacterium avium complex. According to the vitek ms kb 3.2 user manual, mycobacterium chimaera is not included in the knowledge base 3.2. However, mycobacterium chimaera can be identified as mycobacterium avium or mycobacterium intracellulare. The probable cause of the misidentification obtained by the customer is due to a non-optimal sample preparation. In addition, the cause of the misidentification obtained internally is due to a system limitation (species not in the knowledge base 3.2).

Event description:
A customer in the united states notified biomérieux of a misidentification of mycobacterium aviam-intracellulare complex strain as mycobacteria genavense species associated with vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer was not expecting a particular ID; however, when the specimen was sent out to be tested the alternate method gave a result as mycobacterium aviam-intracellulare complex. The media used was a mp bottle asp culture and the customer used the mycobacterium kit to extract it once it was positive. The bottle was inoculated on (B)(6) 2020 and turned positive on (B)(6) 2020. The customer tested in the vitek ms on (B)(6) 2020. There is no indication from the customer that this event impacted the patient¿s state of health or led to a delay of results. A biomerieux internal investigation has been initiated.